Manufacturer narrative:
(B)(4). Results: eval for the returned product shows that when tested, the alarm did not power up with new batteries or a power supply. There is one bent battery spring. There is no visual damage to the alarm case. (B)(4).

Event description:
Customer reported that when testing the alarm, it did not power on. There was no pt contact. Eval for the returned product shows that one battery spring is bent.